Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump under delivery for the high blood glucose. Customer's blood glucose at the time of incident was 480 mg/dl and the current blood glucose was 180 mg/dl. Customer stated that the positive result in the ketone test and the customer was ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, displacement accuracy test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Possible under delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Device received with serial number label damage. (B)(4).